Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted, during the endovascular treatment of a thoracic aortic aneurysm. It was reported, approx. 2 years and 5 months post index procedure, that a follow up CT scan revealed, aortic enlargement. A prosthesis infection was also identified. A subsequent CT conducted one month later, showed no signs of aortic enlargement. It was reported, the patient expired approx. 2 years and 9 months post index procedure. Per the physician, the cause of the aortic enlargement/ infection of the prothesis is undetermined. The cause of death is unknown.

Manufacturer narrative:
B5; additional information received: it was noted that the infection was treated with antibiotics. At the one month follow , a CT scan showed no further aortic enlargement. It was confirmed that the infection was in the navion stent graft. The cause of death could not be determined but the physician suspects that heart failure due to aortic valve stenosis may have occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.